Event description:
After drilling, physician noted that the tip of the drill was missing. The drill bit piece was not retrieved from the surgical site. Two drill bits broke during the procedure, one tip was returned.